Event description:
It was reported that pump experienced repeated cartridge alarms during cartridge load, including alarm 20, while caller followed load steps as prompted. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, cts arranged replacement pump shipment after confirming warranty and address, instructed customer to let pump battery fully deplete before return, advised that pump settings and cgm would need to be reprogrammed and reconnected on replacement pump, and directed customer to return problematic pump with pre-paid label within 10 days, which customer acknowledged.